Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately in (B)(6) 2023.

Event description:
It was reported that patients ipg had difficulty holding a charge which would require the patient to charge more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility per protocol.